Event description:
Medtronic received information that approximately fifteen years after the implant of this valve, it was replaced with a transcatheter bioprosthetic valve due to aortic insufficiency and aortic stenosis no additional adverse patient effects were reported . (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)